Manufacturer narrative:
The device was received not deployed. The data showed that the first priming sequence ended at pulse 32 and deactivation occurred at pulse 43. Rotational sensor errors were observed in the download data. The device was reset, connected to a pdm and programmed to deliver a 5-unit bolus. The device reported an 0x5c and the rotational sensor algorithm started early. The device deployed during the reset run. Under magnification, contamination was found on the commutator cap. Based on the data and visual inspection of the commutator cap, it was determined that this contaminant contributed to a rotational sensor malfunction which caused the device not to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.